Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. Technical support provided the customer with instructions to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if any issues reappeared, which the customer understood and accepted.